Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated for the past day or day and a half the ins is acting "squirrlley" . Pt stated the ins keeps shutting off on its own even thought it is fully charged - pt stated he cannot increase the intensity because they are getting "settings not available" on all groups when he tries to increase stim. The patient was redirected to their healthcare provider to further address the issue.